Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. Method & results: product evaluation and results: motor output coupling - loose screws. Reported condition confirmed: yes. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mics fell apart during the tibia cut. Case type/application: tka 2.0.